Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a female patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The implantation was without any incidents. Valve was 1 x partially resheathed. All 3 retainer tabs were fully released with a final implant depth of non-coronary cusp/ncc) 4-5 mm. Patient was stable throughout the procedure. Within the procedure a permanent pacemaker had to be implanted. The patient is stable.

Manufacturer narrative:
It was reported that within the navitor implant procedure a permanent pacemaker had to be implanted. Information from field indicated that the implantation was without any incidents with one partial re-sheath and a final implant depth of non-coronary cusp of 4-5 mm. The patient was reported to be stable. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the limited information received, the exact cause of the reported permanent pacemaker implantation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.